Manufacturer narrative:
Evaluation was completed. The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -6.35%. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facilty returned the device for service. During service testing, baxter service tech report that the device underdelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.